Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report number (B)(4) that the lumbar catheter tip sheared off during lumbar drain surgery. Reportedly, a small one inch fragment of the catheter remained in the patient and was located in the dorsal epidural space. According to the report, the doctor indicated that the small piece of catheter left in the patient did not present a risk to the patient. It was also reported that the catheter was retained and a new catheter was placed with good csf flow. The report also stated that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.